Event description:
Device evaluation: the delivery system was not returned. The dislodged stent was returned on the procedural guidewire. The stent was severely stretched and deformed.

Manufacturer narrative:
Evaluation results - deformation problem. (B)(4).

Event description:
Physician attempted to deploy a resolute integrity drug eluting stent in the proximal obtuse marginal. The lesion was severely tortuous with severe calcification and 90% stenosis. It was reported that there was a severe bend from left main to the cir. The lesion was pre-dilated and guideliner was also used for support. Resistance was encountered when advancing the device and excessive force was used during attempted delivery. It is reported that stent failed to cross lesion. There was some issues noted during removal of the device and it was reported there was a tight 90 degree angle. During removal of guidewire and catheter the stent came off the balloon. Stent was removed from the aorta with a snare. It was reported that it took a long time to snare the stent out of the aorta. Lesion was treated successfully with two balloons. Device was removed from packaging per IFU with no issues noted. Negative prep was performed with no issue noted. No further patient complications were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used during attempt device delivery). Inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device (severe tortuosity, severe calcification and 90% stenosis). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned). Conclusion results: failure to follow instructions (force was used during attempt device delivery). Known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (severe tortuosity, severe calcification and 90% stenosis). Unable to confirm complaint (device or procedural images not provided) for review). (B)(4).